Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, cracked case at the reservoir tube window corner and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that while changing her reservoir her insulin pump would alarm no delivery sometimes. Other times the device would alarm motor error. The last time this happened was about a week ago. Customer's blood glucose was unknown. The alarms were explained to customer. The device was not dropped or bumped. It was not exposed to strong magnetic fields. Customer was not using the sensor feature when the alarms occurred because she was at the beach. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.